Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Event description:
The customer contacted physio-control to report that their device will not power on or accept a charge. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device will not power on or accept a charge. There was no report of patient use associated with the reported event.